Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray not possible, tube problem message occurs and fluoroscopy is not exposed. Review of the system log file showed x-ray generator errors and warnings. Part analysis for defective part, the part has been scrapped according to the process due to its age of more than 2 years upon further inspection, the fse confirmed that an error occurred due to inability to communicate with the mains interface unit (miu) in the x generator. Fse replaced the miu also restarted and restored it by dropping the breaker. After replacing the miu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message: "x-ray not possible, tube problem" and fluoroscopy was not possible. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the mains interface unit (miu). The device was returned to expected functionality.